Event description:
Customer reported observing uneven volume in the wells of row a when performing the ortho hbc elisa using summit sample handler. No error message was generated by the instrument. An fse was dispatched and determined that the lld springs in positions 2,7,8,9, 10 and 12 required replacement. Fse replaced parts and performed add'l tests to ensure the instruments operation. Diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.